Event description:
Part of the thread flank broke off. During insertion of a matrix screw, it was noticed that the retaining sleeve was not engaged into the head of the bone screw. After closer inspection, it was found that the first run-thread of the tip of the retaining sleeve had come away and was left in the head of the bone screw. Thus, the retaining sleeve was too short to fully engage with the screw. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual inspection revealed the first thread flank at the forefront was broken. The thread flank was damaged by a loose prime lock connection between the retaining sleeve and the screw during insertion. Such a loose connection, in combination with high lateral stress, can lead to such a breakage. The cause for a loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. No product fault could be detected. This complaint has been determined to be indeterminate. (B)(6).